Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and found that the device has been serviced within the last 24 months for one (1) similar issue. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of an ak 96 machine during hemodialysis therapy. The patient was transferred to another machine to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.